Manufacturer narrative:
(B)(4). A fully constrained wallflex biliary fully covered rmv stent and delivery system were received for analysis. Visual examination of the returned device found the outer sheath was detached/ broken at the outer diameter: proximal exterior tube- endoscope interface (proximal end of the guidewire access sheath). The inner member was found kinked. Functional evaluation revealed the stent could not be deployed using the delivery system as received; however, the stent was deployed manually by gripping the outer sheath and pulling the tip distally. The stent was measured to be within specifications. No other issues with the stent and delivery system were noted. The damages noted on the returned device were consistent with the application of excessive force during use. Taking all available information into consideration, the investigation concluded that the observed failures were likely due to anatomical or procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications at the time of release for distribution. A search of the complaint database confirmed that no other similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a wallflex biliary fully covered rmv stent was to be used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) with stent placement procedure performed on (B)(6) 2018. Reportedly, the patient's anatomy was not tortuous and was dilated prior to stent placement. According to the complainant, during procedure, the stent failed to deploy. The procedure was completed with another wallflex biliary stent. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Note: this event has been deemed a MDR reportable event based on investigation results which revealed that the outer sheath was detached/broken at the outer diameter: proximal exterior tube ¿ endoscope interface (proximal end of the guidewire access sheath section).